Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D4: expiration date and unique identifier (UDI) number were added. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H4: device manufacturer date was added. H6: method code was added: 4109 and 10. H6: results code was added: 3252. H6: conclusions code was added: 4307. H10: narrative/data was updated. The reported device was received for evaluation. The reported condition of a fractured impression coping/mount was confirmed. Visual evaluation of the as returned product identified fragment of the mount in the implant drive feature. However, the reported event (implant fracture) was unconfirmed following visual evaluation. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The DHR was not available electronically for the subject lot number thus could not be further reviewed at the time of the investigation. A notification to manufacturing has been sent and requested to pull the DHR for review. The pce will be reopened and updated if there is any indication of nonconformance, or any possible manufacturing issue related to the reported event. Since the DHR was not available, a search in the non-conformance database was conducted with the lot number to discover any non-conformances related to the reported event and subject lot number. No non-conformances were found for the subject lot number. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : DHR not available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510(k) number is k101880.

Event description:
Doctor reported that the impression coping/mount fractured inside the tsvtwb10 implant during placement causing the implant to also fracture. Implant was removed and surgery was completed using another device in the office. Tooth #3.